Event description:
Additional information was received. It was reported that the patient had started falling and then the ¿pump failed¿, but did not alarm. A dye study was performed, but the dye couldn¿t be injected. It was noted that both the pump and catheter were replaced, but the true issue was reportedly unknown.

Manufacturer narrative:
Final analysis of the pump found no anomalies. It passed all non-destructive testing. Final analysis of the catheter found a significant slice cut between the 30 and 31cm markings on the catheter. Pressure testing had revealed a leak at this point. The cut had penetrated deep enough to reach the inner lumen. It was not possible to determine how the cut had occurred and it was also unknown if the damage took place before or during implant or after explant. Even a dye study did not reveal any leak or anomaly. The cut was not related to the manufacture of the catheter.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was without spasticity relief in the weeks prior to explant and replacement. The physician was questioning the functionality of the pump and catheter. He questioned the possibility of micro-tears in the catheter, if the catheter was placed intrathecally, or a possible pump malfunction. It was also questioned if the catheter might have a break, tear, or hole. The pump logs were checked and were okay, though there had been a "brief motor stall and recovery" due to an MRI about six days prior to explant. It was stated that a dye study had been performed and slow diffusion of the drug was seen upon leaving the pump. It was stated that there was no patient injury, but she had recovered with sequela, though no specific issue was reported. The device system was infusing gablofen. Seven days later, it was reported that the location of the issue was unknown, but the patient was doing "ok" at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.